Event description:
Embolic coil broke inside the patient body during embolization procedure. The provider was able to manage this coil even though it malfunctioned by not deploying prematurely. Procedure was completed successful with no harm to the patient.